Manufacturer narrative:
(B)(4).

Event description:
The patient reported an end of service (eos) message, so the device was off, disabled, and no longer providing therapy. She experienced a sudden return of left hand tremor on (B)(6) 2015. The patient was also dissatisfied with the longevity because she thought it would last three to five years and was surprised it had gone down this fast. The healthcare provider (hcp) was also thinking of putting in another probe in the patient's brain. The patient's indications for use were parkinson's dual and movement disorders. The cause of shortened longevity and any interventions were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.